Manufacturer narrative:
Device analysis: visual analysis of the returned device identified; fold creases, wear abrasion, brown particles in shell, deformation, weight within specification. After autoclave cycle was identified: cloudy gel. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process. A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, pain, depression, anxiety-product/procedure.

Event description:
Patient reported right side exchange from textured to smooth due to concern with the product. Patient's representative later reported patient underwent painful removal procedures as well as treatment, therapy, recovery, and expense associated with the removal of the biocell textured breast implants due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl including: mental anguish, increased risk of alcl, evaluation for alcl, explant, reconstruction, seromas, physical pain, scarring and disfigurement. Additionally, patient suffered aggravation of underlying conditions including emotional distress and anxiety, as well as loss of quality of life and depression; and other physical and emotional manifestations that are severe and ongoing. Patient has not been diagnosed with bia-alcl. Device has been explanted.

Manufacturer narrative:
Visual analysis identified: - depression: unable to observe as it is a medical event that is not related to the device. - pain: unable to observe as it is a medical event that is not related to the device. - seroma-late: unable to observe as it is a medical event that is not related to the device. - anxiety-product/procedure: unable to observe as it is a medical event that is not related to the device.

Event description:
Patient reported right side exchange from textured to smooth due to concern with the product. Patient representative later reported plaintiff underwent right side "fear of alcl" "mental anguish" ¿seromas¿, ¿physical pain,¿ "loss of quality of life," ¿anxiety", and "depression." Unknown treatment and therapies were noted. Device has been explanted.